Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned with a severe bend about 1/3 back from the distal end. The actuator bar is stuck in the fully extended position making it impossible to determine what position it would be in. Both implants were returned on the suture string, t1 is fractured at the suture window. A functional evaluation finds it does not cycle as designed due to the actuator bar being extended as a result of the bend. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery the t2 anchor of the fast-fix 360 curved couldn't be deployed. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). B5 and h6: updated.

Event description:
It was reported that during a meniscus repair surgery the t2 anchor of the fast-fix 360 curved couldn't be deployed. The t was removed from the patient using tweezers. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.